Event description:
The hosp reported during an endoscopic vein harvesting procedure, while performing a tip search with the dissector, the vein was identified and the port was placed into the leg; however, the device seems to get stuck in the entrance. The btt seems to be less tempered.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).